Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with fractured grafted bone at l4 and screw at l1 loosened and underwent posterior lumbar interbody fusion between l5-s1, posterolateral fusion between t12 to s2. During surgery, while inserting s5 screw at left side of l5, the tip of the screw driver broke. Rod was cut and set to the screw, screw was then removed tentatively by twisting it with rod gripper. The product came in contact with the patient. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are damaged and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.